Event description:
It was reported that the patient's left knee was revised. After the patient had fallen, surgeon was concerned for compromise of the patient's ligament(s). A primary triathlon tka was revised to a ts revision construct.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.